Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure the lead was placed but the sensing and pacing impedance measurements spiked. The lead was then tested with analyzer with the same results. The lead was then repositioned but there was no difference in measurements. Lead fracture was suspected. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.